Manufacturer narrative:
Insulin pump was received with no button response due to flattened esc and up arrow buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery tests due to button keypad anomaly. Insulin pump had cracked reservoir tube lip and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had experienced high blood glucose level of 23 mmol/l. The customer current blood glucose was 20 mmol/l. The customer treated with insulin pump. The product was returned for analysis.